Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high compared to his feelings and/or normal results. The medical surveillance specialist (mss) spoke with the patient on january 20, 2010 and obtained the following information. The patient reported that the alleged issue began 1 or 2 months prior to contacting lfs. The patient stated that he tests his blood glucose 4x/day and manages his diabetes by taking humulin r (based on a sliding scale) and a set dose of long acting insulin (type unknown) at bedtime. On an unspecified date, the patient claimed he obtained an alleged high blood glucose result of "244 mg/dl" with the subject meter at bedtime. In response the reading, the patient reported that he took his set dose of long acting insulin in addition to either 7 or 10 units of the humulin r. Approximately 2 or 4 hours after taking the insulin, the patient claimed he became shaky and sweaty. The patient associated the symptoms with a low glucose and immediately treated self with food and/or drink. The patient denied testing his blood glucose at the onset of symptoms. At the time of troubleshooting, the customer care advocate (cca) noted that a quality control test was performed on the subject meter; however, the result fell outside of its specified control range. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.